Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d.6b, h6.

Event description:
The device has been explanted and replaced. Healthcare professional reported right side capsular contracture grade 2.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "defective and silicone had leaked out". This report is for the right side. The device remains implanted.

Event description:
Patient reported "defective and silicone had leaked out". Later contacted back through pfn reporting "rupture" diagnosed via ultrasound and capsular contracture baker grade ii. This report is for the right side. The device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d9, g2, h3, h6. Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ rupture: observed an opening through microscopic inspection assessed as unidentified (tear) opening. No further actions are required as it is not related to the manufacturing process. ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. No additional observations performed on the device. No further actions are required